Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Proximal conductor was distorted, the outer insulation had breached cut. Full lead returned and analyzed.

Event description:
It was reported that the lead could not be secured in the atrium during implant. The lead was not used. No patient complications were reported as a result of this event.